Event description:
The patient's pump was refilled on (B)(6) 2012; it was noted to be a standard refill, no changes in drugs. Approximately 24 hours later, the patient was extremely lethargic. The patient went to the emergency room (ER) and was sent home. The patient returned to the ER again on (B)(6) 2012 with decreased mental status and was admitted; he was breathing on his own and arouseable when spoken to but his words were very slurred. The pump was interrogated and the reservoir volume read 17.3 ml; the programmer read 30mg/ml of morphine at 10mg/day. This was noted to be comparable to other print outs that the patients wife had. The infusion rate was approximately 0.3 ml/day. The health care provider decided to cut the dose in half from 10 mg to 5mg/day, hold all oral narcotics, and monitor the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, lot # j11679r06, implanted on: (B)(6) 2003, explanted on: unknown. (B)(4).